Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after the customer loaded the cartridge with approximately 100 units of insulin. The customer reported a blood glucose (bg) level of 114 (mg/dl). The customer declined to add insulin to the cartridge and reload it onto the pump and instead elected to load a new cartridge.